Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has had three dislocations since index surgery. Previous dislocations treated with closed reductions. Surgeon decided to perform revision hip surgery by removing current femoral head and liner and replacing with a constrained liner and femoral head. There was no mention of product deficiencies. There was no loosening of any components. No instrumentation broke during surgery. No further information available. Index surgery was performed by dr. (B)(6) at (B)(6) hospital ¿several years ago¿. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.